Manufacturer narrative:
(B)(4).

Event description:
It was reported that several auto mode switch episodes were observed via remote transmission. No electro-magnetic interference (emi) was noted by the patient. Isometrics and pocket manipulation were recommended. Patient will be presented to clinic for further assessment. No further information available.